Event description:
Rn administering insulin sq [sub-cutaneous] to patient. Needle did not self-retract. Needle stick injury to writer.

Event description:
Rn administering insulin sq [sub-cutaneous] to patient. Needle did not self-retract. Needle stick injury to writer.